Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the affiliate that the nurse had creased the 512sd package in nurse's hands, when the sharp corner of the plastic had perforated the skin and cut the fexor tendon of the ring finger on the left hand. The nurse had to have surgery on 03/02/2000. The nurse is on 6 weeks sick leave. The device was discarded.